Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed high shock impedance measurements of greater than 200 ohms. The patient was seen for device testing where the proximal coil was taken out of the configuration with resulting normal impedances. The patient then underwent successful defibrillation threshold (dft) testing. The patient will continue to be monitored. There were no additional adverse patient effects reported.